Manufacturer narrative:
Result: scale needed calibration.

Event description:
It was reported by service report that the bed exit is not working correctly. It is unknown if there was patient involvement. However, no adverse consequences were reported.